Event description:
Fire dept personnel attended to a person in cardiac arrest and described as having a lengthy down time. When the device was attached to the pt, the operator allegedly observed a continuous connect electrodes alarm. A second set of electrodes was used but the device reportedly continued to display a continuous connect electrodes alarm. Paramedics arrived and took over treatment of the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.